Manufacturer narrative:
At this time both the device and lead remain implanted. Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the lead was returned severed, and only the proximal section was returned. The clinical observations could not be confirmed by laboratory analysis and the returned portion of the lead was electrically continuous.

Manufacturer narrative:
Additional information provided noted that the shocking impedances continued to trend upwards. A possible lead fracture was suspected, thus this lead was cut and capped and replaced. The proximal lead portion was cut and will be returned for analysis. No adverse patient effects were reported following the procedure.

Event description:
Boston scientific received information that a red alert was triggered due to high out of range shocking impedances on the right ventricular channel associated with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). At this time no additional information is available. No adverse patient effects were reported.